Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The device functioned properly after unplugging and plugging the battery tube connector into interface board. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and broken reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had cracks on it. Customer's blood glucose was 200 mg/dl. Troubleshooting was performed and it was noted it two cracks, pieces of the reservoir compartment were broken, and another crack on the battery compartment. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.